Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported having 'sensor session expired . No additional patient or event information is available. The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and no errors were found. The complaint was not confirmed because the device passed all tests. The reported allegation was not found